Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a patient experienced a less than optimal result post lasek. The patient is still in the early healing process so it may improve. The patient was myopic prior to the procedure and now is around two diopters hyperopic.

Manufacturer narrative:
All product and batch history records were quality reviewed prior to product release. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).